Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the screen went black. A technical support specialist did not get enough information about the resolution of the reported issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medbank system unexpectedly stopped working, preventing user from dispensing the required medication. There were no adverse events or injuries reported based on this event.